Event description:
It was reported that the right ventricular lead inactive and replaced. The cause of lead replacement was not specified. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).